Manufacturer narrative:
Section a: patient information was requested but was not provided. Section d4: device serial number was not provided, and device expiration date/manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms. The doctor requested the patient to get low flow threshold adjustment to the system controllers in the setting of a fibrosed left ventricular (lv) outflow tract thrombus. Low flow threshold was adjusted to 2.0lpm from 2.5lpm using appropriate low flow alarm threshold (lfat) tool.